Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that the customer's insulin pump over delivered 5.7 units of unprogrammed insulin on one occasion. The customer¿s blood glucose level was 170 and 200 mg/dl at the time of the incidents. The customer was given food to prevent them from going low. The caller stated this was the second such incident with the pump. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The device did not have a battery installed when received. Unable to verify unit bolus anomaly due to no data available in the device history download file. Device was also monitored overnight. No unexpected bolus delivery noted. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly or history anomaly noted during testing. Device uploaded properly using care link. Device had minor scratched display window and cracked battery tube threads.